Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences, and the patient was discharged.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed that the bpa was falsely triggered since the low battery voltage detected after ventricular tachycardia storm was within the expected battery performance. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The reported event of inappropriate high-voltage output was not confirmed. The device¿s stored egms were reviewed, and the device was found to have delivered therapies appropriately based on its programmed parameters. The reported event of long charge time was confirmed. Review of device data showed that the device performed numerous high voltage charges within a short period of time due to the patient¿s heart rhythm. The high demand on the battery caused the charge time out, because the battery voltage did not have enough time to recover between the high voltage charges. This is normal device behavior.